Event description:
It was reported to philips that the motorized geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the motorized geometry movements were unavailable. Upon checking with customer, quote for evaluation and repair service was sent to customer. No response received from the customer and quote expired. No service has been performed by philips. To date, no further information was received.